Event description:
It was reported to nova biomedical that a consumer continued throughout the day to administer her diabetic oral medications after testing her blood glucose and getting low results. Subsequently, the consumer experienced a hypoglycemic event requiring emergent food intake while on the phone with a customer service rep. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.